Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer attempted several times to make contact with customer to find out condition (phone calls) and not able until this time - letter sent. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Erratic results that customer is concerned were not performed back to back. The customer is concerned with tests results obtained of 235 mg/dl and 45 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels well and did not reported any symptoms at the time of the call, however, customer stated that her "eyesight has been affected because she is not getting accurate readings to medicate properly." Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 161 and 181mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states meter readings are erratic. Customer meter read 235 mg/dl and 45 mg/dl non-fasting on different dates. There are no back to back results to report. Customer denies need of medical attention at time of call. Customer denies signs or symptoms of hypoglycemia or hyperglycemia.